Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 154 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, implant pain and instability. Revision surgery operative notes were provided. Post operative diagnosis noted aseptic loosening, instability. Intraoperatively the surgeon observed an intact patella component but with signs of wear. It was noted that it was elected to explant due to the recall. It was noted the polyethylene was significantly worn with pitting. The surgeon observed the femoral component deboned from its cement mantle, and after removing, observed significant bone loss respective to the lateral condyle. The tibial tray was found to be intact and not loose. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t (B)(6) 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.